Event description:
Event was reported to caldera medical by an attorney. The pt experienced continued stress urinary incontinence, painful intercourse, mesh erosion, pain, no control of urination, bad odor from incontinence, she was galded, stinging and burning, and pain in her side. No further info has been provided.